Manufacturer narrative:
The pump had unresponsive buttons due to moisture damage on keypad trace. Display function properly with testing case. No frozen on display noted. The pump was received with missing end cap sticker, address/serial label, scratched on lcd window and cracked on reservoir tube lip. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call they had frozen display. The blood glucose at the time of the incident was 138 mg/dl. Mother states the customer pump was frozen on battery out limit. The battery was replaced, but there was no response from any of the buttons. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.